Event description:
It was reported the patient's implantable neurostimulator (ins) was replaced with a non-rechargeable ins due to an overdischarge because the patient had not recharged.

Manufacturer narrative:
Product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had "problems" with recharging.